Manufacturer narrative:
Due to the lack of data and lot information, the exact root cause could not be determined. Note, the cobas liat results were consistent. Additionally, the customer indicated that they are questioning the initial dual positive result from the antigen card and not the cobas liat results.

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from the united states alleged a discrepant result for a single patient while using the cobas sars-cov-2 & influenza a/b nucleic acid test on the cobas liat system. The alleged sample initially generated a positive result for sars-cov-2 and influenza b with an antigen card (details unknown). The same sample was retested twice on the cobas liat analyzer and generated a negative result for all targets. The negative results were reported. No harm was alleged. An investigation was conducted to evaluate the customer issue. Per FDA¿s eua guidance, 1 MDR will be filed.